Event description:
It was reported that pump displayed an altitude alarm and customer had previously experienced similar issue with same pump. There was no adverse impact to the customer's blood glucose level. Customer followed cleaning and handling precautions, planned to use injections as backup insulin therapy. Technical support confirmed warranty and shipping details.